Event description:
Customer reported circular disc in tubing burst following IV push injections of adenosine and saline. No patient harm reported. No additional information was available. Customer was contacted to provide instructions on the IV pushing technique.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. The product was received. Investigation is not complete. A follow up report will be submitted with any relevant information.